Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the pt underwent stenting of the mid rca (pre-dilated) and the proximal rca (direct stenting) with two xience v stents. The following month, the pt expired due to sudden cardiac death due to cardiac arrhythmia, acute coronary syndrome. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Arrhythmia and death, as listed in the xience v instructions for use are known adverse events associated with coronary stenting. Also, arrhythmia and death are listed in the no fault risk assessment as no fault post procedural complications. In this case, since the death occurred approximately two months post procedure, it is possible that the death is related to the overall health and condition of the pt. It is also possible that the death is a secondary effect of the reported arrhythmia. The second rx xience v indicated is being filed under the same MFR #.